Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the haptic on the lens broke. Initially the lens appeared to be in position. However, during a two-week follow up, the lens was found to have malpositioned. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported the lens was exchanged at a secondary procedure, however, additional information received reports the lens is displaced, but the patient is 'fine'. The initially implanted lens is not confirmed as having been exchanged.